Event description:
The manufacturer's representative reported that volume discrepancies were noted at refill. At the last refill, the actual reservoir volume was 6ml; expected amount was 2ml. A study was performed, but the roller was not seen as clearly as expected. Another study was attempted, but the hcp was unable to aspirate from the catheter. The patient is experiencing a loss of efficacy; i.e., return of pain. It was determined that the catheter was kinked and a cut was noted at the point, where it enters the fascia just below the anchor next to the spine. The catheter was replaced with a new catheter. The patient has been on a morphine mixture-other drug in the mixture is unknown. Final patient outcome is unknown.